Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the how the pdm caught fire. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by the patient while trying to troubleshoot there pdm for a communication error during activation the pdm caught on fire.

Event description:
It was reported by the patient that the pdm had a communication error, then the screen went black and would not turn on. As they were removing the battery it caught fire from the battery compartment. The fire was stopped by the patient throwing water. It was stated that the pdm was not charging and not near any external heat. The pdm was thrown away.

Manufacturer narrative:
More information capturing the whole event was added to the b5, correction to h6: changed b17 to b18.